Event description:
It was reported, the unit was sent to the workshop for the annual check. Afterwards, the error e315 (scope error) was displayed on all towers with this unit. The unit was sent to the workshop again, however, the error could not be reproduced, but the error is still displayed on all towers in the practice. Customer asked for a technician to come to the site to look at the entire system and to analyze the error. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was not returned for evaluation, however, a service technician was scheduled to go onsite at customer facility to inspect and evaluate the device. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. As a result of the inspection/evaluation, it was noted that no leakage occurred, and error message e315 was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not confirmed, and no further presumption could be established on the cause of the suggested phenomenon. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.